Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became of an issue with the orchide camera support. As stated by the technician rusty camera support was in need of replacement and paint peeling was also observed. No information about any injury has been provided however we decided to report this case in abundance of caution as any rust which appeared on the device could led to cracks in homogeneous layer of the paint and further to the paint peeling and any paint particles falling into sterile field may led to contamination. It was established that when the event occurred the surgical light did not meet its specification as rusted surface could be treated as technical deficiency. The device at hand contributed to the event. It is unknown if the device was being used for the patient treatment when the issue occurred. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Such troubles should have been detected first by the user during daily and monthly checks. The customer¿s current cleaning product has been changed to the one recommended by the getinge. The damaged parts must be replaced as soon as possible. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 6th of august 2020 getinge became of an issue with the orchide camera support. As stated by the technician rusty camera support was in need of replacement and paint peeling was also observed. No information about any injury has been provided however we decided to report this case in abundance of caution as any rust which appeared on the device could led to cracks in homogeneous layer of the paint and further to the paint peeling and any paint particles falling into sterile field may led to contamination. Manufacturer's reference number (B)(4).